Event description:
It was reported that an asymptomatic patient presented via transtelephonic monitoring and the pulse generator exhibited backup vvi operation. The patient was brought into the clinic for further testing and the device could not be interrogated. The device was explanted and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.